Manufacturer narrative:
Zoll has received the icy catheter for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
On (B)(6) at around 2pm, the physician tried to place the icy catheter (lot #170887) on right femoral site but obvious resistance was observed and the catheter could not be advanced. The physician changed to place the catheter on left femoral site instead. The guidewire was smoothly inserted, but the catheter could not be fully placed (picture attached). The physician removed the devices and found both the guidewire and the catheter were kinked at the distal sections. The guidewire was inspected before use. A new catheter kit was used to continue the procedure. The catheter placement was smooth (on left femoral) using the new catheter and guidewire. No consequences or impact to patient.

Manufacturer narrative:
The reported complaint that the icy catheter (lot #170887) could not be fully inserted was not confirmed during functional testing. No issues or discrepancies were found on the returned catheter. No device malfunction was observed during the testing, and the catheter functioned as intended. It could be likely that a wrong catheter was returned for evaluation. Visual inspection of the returned catheter was performed. The catheter membrane cover was observed to have been removed. However, the catheter was returned in a new, unused condition. There was no physical damage on the catheter. No blood was observed on the catheter shaft, balloons, or luered tubings. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, no issues were observed. The balloons did not leak during inflation and deflation. No leaks were found in the luers and the catheter performed as intended. Additionally, a guidewire test was performed. A known-good zoll guidewire was slowly inserted into the tip of the catheter and exited through the distal infusion luered port without resistance. The guidewire could be passed through the entire length of the lumen with no resistance.

Manufacturer narrative:
H10 (additional narrative/data) was corrected. The reported complaint that the icy catheter (lot #170887) could not be fully inserted was not confirmed during functional testing. No issues or discrepancies were found on the returned catheter. No device malfunction was observed during the testing, and the catheter functioned as intended. The customer confirmed the catheter was cleaned before being returned for investigation. Visual inspection of the returned catheter was performed. The catheter membrane cover was observed to have been removed. There was no physical damage on the catheter. No blood was observed on the catheter shaft, balloons, or luered tubings. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, no issues were observed. The balloons did not leak during inflation and deflation. No leaks were found in the luers and the catheter performed as intended. Additionally, a guidewire test was performed. A known-good zoll guidewire was slowly inserted into the tip of the catheter and exited through the distal infusion luered port without resistance. The guidewire could be passed through the entire length of the lumen with no resistance.